Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data covered the period between (B)(6) 2019 and (B)(6) 2019. The records showed a sudden drop in the sensing amplitude from 15mv to 1.5mv in the middle of (B)(6). The value remained at this level until the end of the recorded period. The pacing impedance trend curve showed a spontaneous rise up to over 3000 ohms in the middle of (B)(6). The value remained at this level until the end of the recorded period. The rv and svc shock coils continuity measurements were stable and had the values around 1400 ohms. Furthermore, the available iegm freezes showed synchronous noise signals on the atrial and ventricular channels. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Livanova/microport provided the following information: recent device check gave evidence of doubling of the rv paced sense impedance as well as the high voltage lead impedance.